Manufacturer narrative:
The unit was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor was noted. The unit was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery tests along with the operating currents test, self test, unexpected restart error test and off no power test due to a blank display. The unit was received without a belt clip; the belt clip damage was unable to be confirmed. The unit was received with a cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot, and a cracked display window.

Event description:
It was reported via phone call that the customer's insulin pump had a blank display and a crack on the reservoir window. No further details were given. The insulin pump was returned and replaced.